Event description:
Report received of a tubing "rupture". It was reported that a pt was undergoing hyperbaric treatment. The pt had two lines, one containing rocephin, and the other containing 0.9 normal saline. Both of these lines were connected to a three-way extension set, which was then connected to the pt's port-a-cath. The rocephin infusion took 25 minutes and was successfully infused. The 0.9ns infusion was started at a rate of 8 drops/minute. The pump had alarmed three times within five minutes. The technician asked the pt about their condition, and the pt reported that the IV was leaking and "wet." The pump was turned off until several minutes later when it was safe to enter the chamber and replace the IV set-up. Upon further investigation, it was noted that the extension set had "ruptured" at the distal end. There was no bleed back or blood loss reported. The IV set-up was cahnged and the infusion resumed with no further problems. There were no adverse pt effects or delays in critical therapy. Additional info was requested, but no further info was provided.